Manufacturer narrative:
Failure event observed during analysis. Final analysis found low pacing lead impedance (pli) measurements. Ate was performed to further investigate and plitrim1 test failed. This failure is consistent with the impedance anomaly found in the lab and is consistent with a device circuit anomaly.

Event description:
This report is to advise of an event observed during analysis.